Manufacturer narrative:
The subject device was returned to omsc. When the reproduction test was carried out by heating with warm air, the reported phenomenon was reproduced. There were no abnormalities in other parts. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the reported phenomenon was reproduced when the video connector was heated with warm air, omsc concluded that the reported phenomenon was caused by a failure of the electrical circuit board in the video connector of the subject device. The cause of the failure of the electrical circuit board was considered to be the accumulation of electrical stress due to repeated energization of the connector, and the damage due to accidental overcurrent such as application of static electricity or electric leakage. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use before the surgery, the scope communication error e216 occurred. The user replaced the subject device to similar device and completed the procedure.there was no report of patient injury associated with the event.